Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system oversensed noise. The noise was indicative of air entrapment. The device was reprogrammed to secondary and the patient will be monitored.